Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood in/on helix/lobe mechanism. Full lead was returned for analysis.

Event description:
It was reported that during the implant attempt, the atrial lead could not capture and had positioning difficulty. The lead was not implanted. No patient complications were reported as a result of this event.